Event description:
After having serviced the unit, the biomedical engineer reported the ventilator failed pre-operational system pressure testing. The ventilator was not in use on a patient therefore there was no patient harm or involvement. As the device was out of warranty, the manufacturer's product support engineers (pse) advised the customer to check all tubings and connections and evaluate the 3 station solenoid for replacement to address the reported problem. If the solenoid malfunctions as reported; it may result in a sustained safety valve open occurrence. When the safety valve remains open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display.

Manufacturer narrative:
Out of warranty; no request for manufacturer's service.